Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 52 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for today. Customer was advised to monitor pump and blood glucose and called healthcare provider to discuss of low blood glucose. Customer change set last night and did not notice anything different about it than any other time. Customer also reported that he got high blood glucose. Customer's blood glucose at time of incident was 352 mg/dl. Customer declined to troubleshoot for the high blood glucose that occurred this morning.